Event description:
On (B)(6) 2012, three zilver ptx stents were placed in the left sfa. Severe calcification was observed at the place where the stent placed. On (B)(6) 2014, restenosis was confirmed where the compliant stents were implanted. The pt has no symptoms. On (B)(6) 2014, pts was performed against this. There have been no further adverse effects to the pt. As per the above description of the event received; three device are involved in this incident. Two additional separate reports will be submitted in relation to the other two device reported. Report ref numbers 3001845648-2015-00012 and 3001845648-2015-00013.

Manufacturer narrative:
PMA/510(k)#: s001. (B)(4). The device involved in this complaint was implanted in the pt; therefore, is not available for evaluation. With the info provided, a document based investigation was carried out. Images in relation to the reported incident were requested, but have not been received to date. A review of the manufacturing records revealed no discrepancies related to this complaint issue. The complaint is confirmed based on customer testimony. It may be noted that re-stenosis is a common adverse event of endovascular procedures and can be used by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. Restenosis of the stent artery is known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure service integrity. Quality engineering assessed the complaint and the risk has been determined to be low and no further actions is necessary. Complaints of this nature will continue to be monitored for potential emerging trends.